Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an aberrant conduction in which there was t wave ovesensing which resulted in one inappropriate shock. Additionally, there was double counting of wide qrs waves. Technical services discussed programming and troubleshooting otpions. At this time, the device remains in service. No additional adverse patient effects were reported.